Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions. "

Event description:
It was reported that patient underwent right initial knee procedure on an unknown date. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to a nickel allergy.